Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose levels. Customer¿s blood glucose level was 400 mg/dl and 365 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer's blood glucose level was 85 mg/dl at the time of call. Troubleshooting for high blood glucose was performed. Customer was unable to complete the troubleshooting process since the line was disconnected. The insulin pump will not be returned for analysis.